Event description:
The customer contacted stryker to report that their device did not shock as expected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported the issue. The service technician found the device was set up to start in monitor mode, the device worked as expected when set to manual mode. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.